Event description:
Pt was revised to address fracture of the femoral stem. The liner was also removed, as showed marked oxidation and some wear.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx. 6 yrs. Ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.